Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received six appropriate treatments and five inappropriate treatments. The device was started up at 05:14:32 on (B)(6) 2024. At 08:32:14, an arrhythmia was detected. ECG shows vf with varying rates/amplitude. At 08:33:27, the patient received the first appropriate treatment. Rhythm at the time of the treatment was vf with varying rates/amplitude. Post shock rhythm was sinus rhythm at 60 bpm. At 08:40:41, an arrhythmia was detected. ECG shows vf with varying rates/amplitude. At 08:41:22, the patient received the second appropriate treatment. Rhythm at the time of the treatment was vf with varying rates/amplitude. Post shock rhythm was vt at 150 bpm. At 08:41:50, the patient received the third appropriate treatment. Rhythm at the time of the treatment was vf with varying rates/amplitude. Post shock rhythm was vt at 120 bpm. At 08:42:19, the patient received the fourth appropriate treatment. Rhythm at the time of the treatment was vf with varying rates/amplitude. Post shock rhythm was vt at 120 bpm. At 08:42:50, the patient received the fifth appropriate treatment. Rhythm at the time of the treatment was vf with varying rates/amplitude. Post shock rhythm was vt at 140 bpm. At 08:43:26, the patient received the sixth appropriate treatment. Rhythm at the time of the treatment was vf with varying rates/amplitude. Post shock rhythm was idioventricular rhythm from at 80 bpm. At 09:04:57, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 09:06:19, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole with intermittent cardiac activity and motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity. At 09:07:39, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity and motion/tactile artifact. At 09:08:05, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with tactile artifact. At 09:08:31, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with tactile artifact. At 09:08:57, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with tactile artifact. The device was shut down at 09:32:19 on (B)(6) 2024.